Event description:
It was reported that (1) tim20 was used with (2) tir20 during an unknown procedure. It was reported by the rep that the tim20 clip appliers with reload was sticking and would not release properly. This happened with two different reloads. The case was completed with a new tim20. There was no consequence to pt.